Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
Patient experience spasms from spinalpak unit. It was reported that the patient experienced spasms on her left side. She is wondering if it is due to the stimulator. The sales representative spoke with the patient and let her know this is rare, but possible. The patient mentioned that she took off the stimulator and her spasms seemed to improve. The patient is going to try to reposition the electrodes when she restarts the stimulator to see if that improves and doesn't cause spasms. Additionally, the sales rep mentioned to her that she may want to slowly add time each day to see if that relieves her symptoms the patient who advised this is her 11th spinal surgery. Prior to this surgery the patient reported also having had shoulder and bicep surgery. The patient stated that she feels a pulling / spasm between her scar and her shoulder. The patient stated she has paused treatment and the spasm persists. Today the patient feels the treatment is not associated with the spasm and reports she will start treatment again. The patient was advised to start off slowly by doing a time test. The patient appreciated the advice but reports she will probably continue with 24-hour treatments as she is not interested in another failed fusion. There is no product to return. The patient described the spasms as "debilitating" and stated that she is fine while sitting but the spasms start when she stands up and moves around. The patient said that she stopped treatment over the weekend and still had spasms. The patient stated that she has started treating again. The doctor was called and nothing was prescribed but the doctor did order a CT. The patient spoke to her doctor who prescribed physical therapy for the spasms. The patient stated that the doctor also suggested that she stop wearing the unit for 5 days and then start up again slowly with treatment the patient reported that she did notice a difference in the spasms in her neck but she is not 100% sure what the cause is but she will ask her physical therapist. The patient stated that she is wearing the unit for 4-6 hours a day because she noticed that if she wears it any longer that the spams return. At this point, the patient would like to continue treating with the stim as she wants to "do everything I can to get this to fuse". No further consequences have been reported.

Manufacturer narrative:
Corrections: a2 gender, b4 date of this report, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, d4 unique identifier (UDI) number, g1 contact office, and manufacturer site, g6 type of report additional information: g3 date received by manufacturer, h4 device manufacture date, h6 component, investigation type, findings, and conclusions, h10 and h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
Patient experience spasms from spinalpak unit it was reported that the patient experienced spasms on her left side. She is wondering if it is due to the stimulator. The sales representative spoke with the patient and let her know this is rare, but possible. The patient mentioned that she took off the stimulator and her spasms seemed to improve. The patient is going to try to reposition the electrodes when she restarts the stimulator to see if that improves and doesn't cause spasms. Additionally, the sales rep mentioned to her that she may want to slowly add time each day to see if that relieves her symptoms the patient who advised this is her 11th spinal surgery. Prior to this surgery the patient reported also having had shoulder and bicep surgery. The patient stated that she feels a pulling / spasm between her scar and her shoulder. The patient stated she has paused treatment and the spasm persists. Today the patient feels the treatment is not associated with the spasm and reports she will start treatment again. The patient was advised to start off slowly by doing a time test. The patient appreciated the advice but reports she will probably continue with 24-hour treatments as she is not interested in another failed fusion. There is no product to return.  The patient described the spasms as "debilitating" and stated that she is fine while sitting but the spasms start when she stands up and moves around. The patient said that she stopped treatment over the weekend and still had spasms. The patient stated that she has started treating again. The doctor was called and nothing was prescribed but the doctor did order a CT. The patient spoke to her doctor who prescribed physical therapy for the spasms. The patient stated that the doctor also suggested that she stop wearing the unit for 5 days and then start up again slowly with treatment the patient reported that she did notice a difference in the spasms in her neck but she is not 100% sure what the cause is but she will ask her physical therapist. The patient stated that she is wearing the unit for 4-6 hours a day because she noticed that if she wears it any longer that the spams return. At this point, the patient would like to continue treating with the stim as she wants to "do everything I can to get this to fuse". No further consequences have been reported. The spinal pak has not been returned for evaluation.